Manufacturer narrative:
The companion external battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issue is reported under two separate medical device reports: (1) companion external battery s/n (B)(4) and (2) companion external battery s/n (B)(4) (MFR report # 3003761017-2020-00064). The customer, a syncardia certified hospital, reported that the companion external batteries drained from full charge to emergency battery within 10 minutes during transport of the patient. The batteries were recharged and then drained again during transport. The companion 2 emergency (internal) battery worked as intended and there was no adverse impact to the patient.

Manufacturer narrative:
Review of the patient data file of the companion 2 driver in which the external batteries were installed, revealed that the external batteries were in use; however, there was no indication that they became fully depleted, resulting in the driver operating off of the emergency battery as reported by the customer. The patient data file did reveal low and very low battery alarms and notifications on the date of the reported issue. However, the alarms were expected as the data indicated that the batteries were not allowed the proper amount of time to fully charge prior to driver disconnection from external power. This pattern of alarms kept occurring throughout the day with the alarm appearing at shorter intervals each time due to the driver not being plugged into external power long enough to fully charge the batteries. The external batteries also underwent individual functional testing and passed all requirements. Additionally, both the batteries and driver were evaluated together and no charging or discharging issues were observed. The companion external batteries performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5151 follow-up report 1 (1 of 2).